Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-november-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the sorter board and lubricated the x axis to address error 4031. The fse found error 2239 b/f probe 1 purge failure on all four wash probes and replaced the wash solution to resolve the issue. The fse also found a clogged sample nozzle and cleaned the nozzle. All errors cleared and the aia-2000 operated as intended. No further actions were required by field service. The most probable cause for the reported event was the sorter board and the wrong wash was made.

Event description:
On (B)(6) 2016, a customer reported error 2207 no tip acquired by sorter and 4031 sorter x-axis home detection failure on the aia-2000 instrument. Customer noted that a sample tube with the lid on was incorrectly put on the instrument, and in addition, there is also a bent nozzle. The customer is unable to run patient samples on bhcg, hcg and afp. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, hcg and afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.